Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location. The reported condition of device not detected on bus, circuit board fixed twice, keeps failing was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4) the fse replaced retractor band and verified proper operation in diagnostics and application. The report was closed. During dchu visual inspection: pn 353844-01: was received with a bent and a short between adjacent copper strands. During dchu testing: pn 353844-01: dchu testing was not required due to the physical and thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of a drawer failure was due to a short between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on communication bus. The customer reported that the malfunction caused delay in dispensing the medication to the patient, as the user had to obtain medications from a different unit. As per part investigation, it was determined that there was a short between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus-drawer failure due to faulty retractor band. The field service engineer replaced the retractor band and tightened loose facia panels to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on communication bus. The customer reported that the malfunction caused delay in dispensing the medication to the patient, as the user had to obtain medications from a different unit. There were no adverse events or injuries reported based on this incident.